Event description:
On (B)(6), 2010, the reporter contacted lifescan (lfs) on behalf of the patient (her daughter) alleging that a one touch ultralink meter read inaccurately high. The patient indicated that the alleged issue started on (B)(6), 2010, at 10:00 pm. The patient reported blood glucose results of "225 and 222 mg/dl" with a lifescan meter and "79 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. Due to the alleged issue, the patient was not given any insulin. Ten to twenty minutes before the alleged issue began, the reporter claimed that the patient had developed a symptom of low blood sugar and reported an actual symptom of weakness. At the same time the result of "225 mg/dl" was obtained, the patient was treated by a non-health care professional with juice. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan"s criteria for accuracy testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient was treated with juice, her reported low blood sugar symptom of weakness does not meet lifescan"s criteria for a serious injury.

Event description:
Device 2 of 2. See MFR report 1627487-2010-01521. The pt received her scs system on (B)(6) 2007. It was reported that the pt suffered a fall on (B)(6) 2009 and subsequently lost stimulation. Reprogramming was attempted without success. The pt¿s ipg and leads were explanted on (B)(6) 2009 and returned to the MFR for eval. No further info is available.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.